Event description:
During implant, many problems such as leakage and advancement were experienced which caused the procedure to be extended. Three days post-op, pt last complete sensation of legs. Pt required femoral bypass surgery. Currently, pt can barely walk and has compromised pulmonary function. Rptr states that the pt went from an active person to becoming a very sickly person.